Event description:
Becton dickinson and co. 1 becton dr, franklin lakes, nj 07417-1884. Our investigations on this condition indicate that this type of damage may result from internal stress that occurs during the molding process. Internal stress predisposes the barrel to fractures from impacts that may occur in transit or during handling. In use these fractures can open resulting in leakage. This condition occurs only on a small percentage of parts and is difficult to detect. Our research and development dept is currently working to implement an improved syringe material that is expected to reduce the frequency of this defect.